Event description:
The pt reported that he thought his pump was alarming. The alarm was not confirmed by telemetry. The hcp performed an audible alarm test, but the alarm could not be heard. No pt symptoms, treatment, or outcome were reported.